Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# unknown serial# implanted: explanted: (B)(6)2021. Product type catheter h3: analysis of the pump revealed no anomaly. Analysis of the catheter revealed a user related hole in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 update: the previously applied device code a1405 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the reason for pump replacement, the pump, elective replacement indicator (eri) was noted in addition to pump dysfunction. Regarding the differences between aspirated and estimated drug volume during refills the following was indicated (expected per telemetry /actual volume aspirated: 2021-(B)(6) 9.7 ml/11.5 ml, 2021-(B)(6) 8.1 ml /10.9 ml, 2021-(B)(6) 3.7 ml/6.6 ml, 2021-(B)(6) 3.7ml /7.4 ml, 2020-(B)(6) 2.5 ml /5.8 ml, 2020-(B)(6)- 3.7 ml /6.6 ml, 2020-(B)(6) 2.6 ml /4.8 ml, 2020-(B)(6) 3.3 ml /5.7 ml, 2019-(B)(6) 4.1 ml /6.4 ml, 2019-(B)(6) 2.7 ml / 5.0 ml, 2019-(B)(6) 3.8 ml /4.9 ml, 2018-(B)(6) 8.7 ml /9.7 ml, and 2018-(B)(6) 6.7 ml /7.2 ml. The cause or circumstances that led to the issue / volume discrepancies and hole in the catheter was unknown. Regarding if the issue was resolved, it was noted that the pump was now running in minimal flow as they assumed there has been no intrathecal drug delivery in the past and they could not rely on the catheter that could not be aspirated. Clinically the patient had not given any sign that he wouldn¿t be doing well. The serial / lot number of the catheter was unknown. The pump and catheter were being returned.

Manufacturer narrative:
Concomitant medical products: product ID:8731sc, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (8 mg/ml at 3.4 mg/day) and clonidine (500 mygr/ml at 216 mygr/day) via an implantable pump. It was reported that during pump replacement surgery, a hole in the catheter, pump segment of catheter, became visible. Differences between aspirated and estimated drug volume during refills was further noted. The pump segment of catheter was explanted and replaced. The spinal segment of catheter remained still in place. After the pump replacement they started with minimal flow rate to observe patients pain level without the intrathecal medication. This was due to the slit in the catheter, and the uncertainty of the amount of drug which was reaching the cerebrospinal fluid (csf) in the past months. The pump and catheter were to be returned to the manufacturer. It was unknown if the issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight at the time of the event and medical history were unknown.